Event description:
A customer observed positive ahbs results for a single patient sample tested on a vitros eciq analyzer. The customer expected a negative ahbs result based on additional hepatitis assay results for this patient. Falsely elevated results may lead to inappropriate physician action. It is not known if the biased result was reported. There was no report of patient harm as a result of this event. Note: this form 3500a is one of two mdrs for this event. One patient sample was run on two different assays (ahbs and ahbc igm). This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation was unable to determined reagent or analyzer performance as the customer declined to provide data for the investigation. Analysis of additional hepatitis b marker assays and dna sequencing results suggests the true status of the sample is ahbs negative. The root cause for the false positive vitros ahbs results could not be determined, however, the possibility of an unknown sample interferent contributing to the results could not be ruled out as discordant ahav igm, hbsag and hbeag results were also obtained. The negative vitros ahbc result is also outside what is considered the normal negative range for the assay also indicating a possible interferent.